Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Six devices were received for evaluation; 6 events were confirmed during testing. Five devices were found to be affected by corrosion of internal components. One device was found to have damaged sockets. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.